Event description:
It was reported the pump self-rebooted several times. There was no misuse of the product or trauma to the pump. There was no adverse event associated with this issue. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: multiple reboots were observed in the pump history. There were no alarms related to the complaint in the alarm history. There was no damage found to the battery cap or battery compartment. The battery cap attached securely to the pump and the power powered on normally. The pump was exercised for 24 hours without issues. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.